Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that lost sensor alarms on their insulin pump. The patient's blood glucose was 505 mg/dl at the time of the call. The customer was not wearing the sensor at the time of the call. The customer stated that they treated their higher blood glucose with syringes. The customer stated that they will call back after they eat. The customer did not return the product back for analysis.